Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, patient¿s hip was revised on (B)(6) 2014 due to unknown reasons.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
This medwatch 1825034-2014-05875 associated with patient (B)(4) is a duplicate of medwatch 1825034-2014-03867 associated with patient (B)(4). This medwatch 1825034-2014-05875 is considered closed at this time.